Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that impedance testing of the implantable neurostimulator (ins) system showed that all leads were above 4000 ohms. It was also noted that the cause of the premature ins allegation and the loss of effect of the patient could not be determined. The patient was reported as doing excellent following the replacement of the system. If additional information is received, a follow up report will be sent.

Event description:
It was reported that a patient had a loss of stimulation and therapeutic effect and testing and troubleshooting included impedance testing and reprogramming. It was noted that there was premature battery depletion. It was reported that patient symptoms included less than 50% therapy relief at the lead location. The device system was explanted and replaced. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Final analysis of the lead (lot #va09e61) revealed that the lead body was stretched. Final analysis of the implantable neurostimulator revealed no anomaly. Final analysis of the lead (unknown lot #) revealed that all conductors were broken from overstress or damage and the lead body outer insulation was twisted. Electrode #3 was broken from overstress damage near the #3 electrode weld site. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09e61, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.